Event description:
"Leaked during surgery, allowing co2 to escape the incision. Surgeon had to open the pt's abdomen to finish surgery." Pt is doing fine.

Manufacturer narrative:
Product has not been returned to the MFR for eval. When product is returned, eval will be completed and final report will be submitted. Letter was sent to hosp on 3/19/08 requesting product be returned for eval.